Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to an aneurism in the right cylinder. The cylinders and pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders exhibited wear at folds in the middle of the cylinder bodies. One cylinder had a bulge with broken fabric threads when inflated with a syringe; no leaks were found. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass the activation test. Based on the information available and analysis results, the bulge identified in the cylinder could have caused or contributed to the reported clinical observation of cylinder aneurism.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to an aneurism in the right cylinder. The cylinders and pump were removed and replaced. There were no patient complications.